Event description:
The facility reported a pump with a failure code 814:04. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.